Event description:
It was reported that following a significant weight loss, the ipg became close to the surface of the skin causing the patient pain and discomfort. Surgical intervention was undertaken wherein the entire scs system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.